Event description:
Customer reported he was in the emergency room for 4 hours due to low blood glucose. Customer stated it was caused by an over delivery of insulin. Customer's blood glucose value at the time of incident was 196 mg/dl. Customer stated he was having issues with completing the prime process. He was stuck in the rewind complete/bolus delivery loop. Customer stated the insulin pump was prompting him to rewind however he didn't do the rewind sequence and went to the next step to fill tubing. He was able to complete the prime. Troubleshooting was done for sensor issues. However, customer declined to troubleshoot for blood at the site. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-11934.